Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Cause of low bg was unknown. The customer hurt their head because of the low bg level and received third party assistance from emergency medical services (ems), who provided intravenous (IV) treatment and took the customer to the emergency room (ER) to address bg. While in the ER, the customer was subsequently hospitalized for one day. The customer was treated with intravenous fluids of saline to address the low bg. The customer was discharged one day later, (B)(6) 2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.